Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause of peritonitis, treatment for the event, and the patient¿s outcome were not reported. The patient was discharged from the hospital one day before the receipt of this report. The action taken with pd therapy was not reported. No additional information is available.